Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure: gastrectomy. According to the reporter: the device fired, but did not cut. The tissue bunched up and was being forced out the distal end of the sulu. Which led to poor staple line formation. The surgeon then cut the reinforcement to remove it from the sulu. The surgeon increased the size of the sulu and was able to continue the case. The surgeon then fired another sulu along side the previous staple line to insure the pt did not have complications with post operative leaks.